Event description:
It was reported that the seven days post port placement procedure, the port was allegedly leaked. It was further reported that the catheter allegedly broken. Reportedly, the distal catheter segment and the port body were removed. Patient allegedly experienced pain. However there is no intervention performed to treat pain. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, tactile, microscopic and gross visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, leak and material separation issues, as a complete circumferential break on the proximal end of the distal catheter segment were noted. The surface was noted to be granular and glossy. Upon gently stretching the catheter, no abnormal elasticity was felt. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the seven days post port placement procedure, the port was allegedly leaked. It was further reported that the catheter allegedly broken. Reportedly, the distal catheter segment and the port body were removed. Patient allegedly experienced pain. However there is no intervention performed to treat pain. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending for return. The investigation of the reported event is currently underway. (Expiry date: 09/2024).